Event description:
The recent download from a pt revealed that the pt was getting "multiple axis timeout" flags. The corresponding manual recording showed noise on the side-to-side channel. There was also excessive falloff on the left electrode. Support sent the pt a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt (B)(4) has been completed. The reported problem was confirmed. The electrode belt was found to have broken wires in the cable from ECG a to ECG b. The root cause of the shorted wires cannot be positively identified, but appears to be misuse. Strain placed on the cable may have caused the wires to break. The electrode belt was repaired, retested and restocked. The electrode belt cable was fixed. No adverse event resulted from the defective electrode belt cable. The pt received a replacement electrode belt.